Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was unknown. The customer's mother was advised to discontinue use of the device and was advised to call hospital in regards a replacement. The device is currently not being returned for analysis.